Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument on arm 4 was moving in the opposite direction, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the site and confirmed the movement seemed backwards and opposite during the procedure. The staff changed out the monopolar curved scissors instruments on arm 4 with no change. The fse informed the customer that drape and sterile adapter engagement could also be the cause of the issue. The staff stated they completed additional procedures afterwards with no recurrence of the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the monopolar curved scissors instrument on arm 4 was moving in the opposite direction. The surgeon undocked arm 4 and proceeded with the case using arm 1, arm 2, and arm 3. Surgeon undocked from arm 4 before calling intuitive surgical, inc. (Isi) technical support engineer (tse). The tse viewed onsite logs and there were no arm 4 related messages in system logs. Arm 1, arm 2 and arm 3 were moving as expected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.